Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer¿s blood glucose was 115mg/dl at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture had forgotten that they had it on when they went to the river. The customer stated that the exposure to fluid was in the past and also stated that they did not notice more or frequent alarms. The customer stated that the insulin pump was unresponsive and also got a battery out limit alert. Troubleshooting for battery out limit was also performed. The customer stated that it happened after a battery change and was alarming during the call. The customer cannot clear the alarm due to the keypad issue. The customer stated that the batteries were out of the insulin pump greater than allowed. Button error/keypad anomaly troubleshooting was performed. The customer stated that the buttons were unresponsive after exposure to water. The time on the clock advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and to discontinue use and revert to back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.